Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise/oversensing of the minute ventilation measurement was noted when it comes to this pacemaker. A review by boston scientific technical services (ts) confirmed a 20hz noise consistent with a signal used for measurement of the thoracic impedance. The patient was not pacemaker dependent and had an underlying rhythm. No adverse patient effects were reported.additional information noted the mv sensor was turned off although it was not verified that this resolved the issue. The right ventricular (rv) lead was a competitor lead.